Event description:
A purchasing officer reported that a scratch on lens was noted after implantation during the intraocular lens (iol) implantation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Information was provided that indicated the use of a qualified cartridge and qualified viscoelastic with a non-qualified handpiece. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).